Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The main circuit board was replaced to address this issue. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.